Manufacturer narrative:
The customer performed troubleshooting with the support of beckman technical specialist and found bubbles in the ise buffer syringe. The customer replaced the ise buffer syringe to resolve the issue. The customer confirmed no further issues and verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported had high patient results with flags (f, ph, h) for ion selective electrode on sodium (na), potassium (k) and chloride (cl) on their au480 clinical chemistry analyzer. The high results occurred on multiple dates and multiple patients. The customer did not release the high results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patients demographics. The customer provided only the initial results for multiple occurrence dates.